Event description:
This supplemental report is being filed to provide additional information that the patient condition improved and, therefore, did not need the device. The patient opted to not have it removed. There were no additional adverse patient effects. The device remains implanted. It was reported that the doctor called the local representative and wanted to know if it was okay to do an MRI on a non-functional pulse generator. Technical services advised that it would be a non-conditional scan because the device cannot be communicated with, and it cannot be programmed to MRI protection mode. The local representative was not given any patient information. It is unknown if the system remains implanted. If additional information becomes available, a supplemental report will be filed. There were no known adverse patient effects.

Event description:
It was reported that the doctor called the local representative and wanted to know if it was okay to do an MRI on a non-functional pulse generator. Technical services advised that it would be a non-conditional scan because the device cannot be communicated with, and it cannot be programmed to MRI protection mode. The local representative was not given any patient information. It is unknown if the system remains implanted. If additional information becomes available, a supplemental report will be filed. There were no known adverse patient effects.